Manufacturer narrative:
Per investigation report, the pump module, 8100 s/n (B)(6) was no longer a suspect. This supp was created to cancel the initial emdr.

Event description:
It was reported by a clinician from adult oncology that the patient had orders for cisplatin, cyclophosphamide, etopiside and doxorubicin. Both infusions were supposed to run over 24 hours. Both infusions infused for an additional 3 hours and the nurse stated that there was extra volume. Pharmacy had confirmed that both bags contained exact volume. The clinician reported that this type of scenario has been a continuous problem at their out-patient clinic causing delays and prolonged discharge of patients. There were no adverse effects caused to the patient in this event.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by a clinician from adult oncology that the patient had orders for cisplatin, cyclophosphamide, etoposide and doxorubicin. Both infusions were supposed to run over 24 hours. Both infusions infused for an additional 3 hours and the nurse stated that there was extra volume. Pharmacy had confirmed that both bags contained exact volume. The clinician reported that this type of scenario has been a continuous problem at their out-patient clinic causing delays and prolonged discharge of patients. There were no adverse effects caused to the patient in this event.